Manufacturer narrative:
(B)(4). Date sent: 11/19/2020. A missing device code was added to what was originally reported: correction medwatch.

Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: please confirm the product code harh36 or harhd36 what were the indications for the procedure? Tumor in the stomach. What large blood vessel was damaged? Hepatic artery. What heat management techniques were used in the procedure? Advanced hemostasis. Att. What is the surgeon¿s experience with the device? Very experience. Harmonic is his device of choice. Were there any difficulties with the device intra-operatively? No difficulties at all. Was an autopsy performed? If so, can the results be shared? Unknown. Does the surgeon believe there was an alleged deficiency with the device that caused or contributed to death of the patient? No. Is the surgeon interested in speaking with ethicon medical and engineering personnel? No. Can you please confirm if the surgeon had to use an hp054 during the procedure or not? I reached out to the hospital team and they do not keep track of the harmonic models that are used in every surgery. I specifically asked about the model of the harmonic and there was no record of the device used. I assume that the surgeon used the harmonic 7 and the hp054, as they usually use this model in colorectal surgery. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy surgery, the surgeon used an ultrasonic device. At some point during the intra op, while the surgeon was dissecting in the area of the liver hilum, the surgeon hit a large blood vessel which caused intense bleeding from the site. The surgeon passed out while attempting to stop the bleeding. Another surgeon opened the abdomen in an attempt to stop the bleeding. Later on that day, the patient died. There were no issues with the device itself when it was in use and no further complaints were received about the device from the hospital at a later stage.